Event description:
It was reported that prior to an ultrasound-guided percutaneous cyst drainage catheter placement procedure, the tip of drainage catheter allegedly got stacked. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. Multiple bunching was noted to the distal end of the catheter. Therefore, the investigation is unconfirmed for the reported material integrity issue as the specific catheter deformation was identified from the provided photo and hence identified catheter deformation confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous cyst drainage catheter placement procedure, the tip of the drainage catheter allegedly got stacked. The procedure was completed by using another device. There was no patient contact.